Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection revealed tamper seal was intact. The customer's problem was duplicated. Functional check could not be performed because downstream sensor was missing nub and lens was cloudy. The root cause was a faulty downstream sensor. Replaced downstream sensor and lens.

Event description:
It was reported cassette sensor flat, lens damage during testing. No patient injury reported.